Manufacturer narrative:
It was reported to csi that the reported guide wire was not available for analysis. The oad utilized during the procedure was received and will be analyzed to determine if it contributed to the reported event. Analysis of the device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device, the tip of the guide wire became detached and remained in the patient. The target lesion was 80% stenosed and located in the superficial femoral artery. During atherectomy treatment, the oad became stuck on the guide wire, and a bend in the wire was noted. When the wire was pulled in an attempt to resolve the issue, the tip of the guide wire became detached. The tip was unable to be removed and remained in the patient. The procedure was abandoned and the patient remained in stable condition.

Manufacturer narrative:
Correction to MFR number.